Event description:
Patient reported right side "device rupture and enlarged lymph nodes" diagnosed via ultrasound. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and lymphadenopathy.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a4, g2, g4, h6.

Event description:
Patient reported right side "device rupture and enlarged lymph nodes" diagnosed via ultrasound. The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation.

Event description:
Patient reported right side "device rupture and enlarged lymph nodes" diagnosed via ultrasound. The device was explanted.